Manufacturer narrative:
(B)(4). Product analysis: visual examination of the returned implant confirmed rod fracture. Optical examination did not identify material defect near the area of fracture origin, which could contribute to crack propagation. Optical examination of the fracture surface noted some fracture surface smearing. Microscopic examination of the fracture surface identified gently curving convex striations through the cross sectional area of the implant, which are indicative of cyclic fatigue, until subsequent mechanical failure of the implant. Dimensional inspection of rod diameter confirms conformance to print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant components. The above observations are consistent with cyclic fatigue.

Event description:
It was reported that: the rod has been explanted. No patient complications.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis : deformity, type of procedure : "pso" with long stabilization it was reported that on an unknown date, post-op, the rod broke. No fragments of the product remained inside the patient. Patient complications were stated unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.